Event description:
Ous MDR - after an implantation time of about 6 months, oversensing was reported. A corresponding insulation defect was observed during the explantation. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, fraying of the insulation down to the rope conductor was noted at 55 cm distal of the is-1 connector pin, as well as fraying of the coating of the rope conductor to the ring electrode at just that site. This damage manifestation can with high probability be regarded as the cause for the interference signals in the rv channel. The damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of friction at a neighboring lead. This is consistent with the analysis of the x-ray images. The x-ray images show that the tip electrode of the atrial lead was situated in the area of the fraying. There were no indications of material defects or manufacturing errors.